Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented on (B)(6) 2018 with many low flow alarms that started that day. The patient attempted oral hydration, but then vomited some of the water along with "thick blood." The patient reportedly otherwise felt well and denied shortness of breath and dyspnea on exertion. Lvad speed was decreased from 5400-5300 rpm and 500 ml normal saline and 250 ml 5% albumin was given and echocardiogram was ordered. The patient was admitted. The healthcare professional reported that despite adequate blood pressure control and hydration, the low flow alarms continued frequently during the admission. The patient was reportedly asymptomatic during all low flow episodes. Workup was negative for pump thrombosis/malfunction. The patient was started on metoprolol 25mg daily. The event reportedly resolved on (B)(6) 2018.

Event description:
Additional information: the echo showed that the ejection fraction was 20% and that the inflow cannula was oriented towards the ventricular septum, but was not contacting the septum. The aortic valve was reported to open infrequently and only partially. The patient continued to have low flow alarms and suction events through november and december. The patient underwent a redo-sternotomy, a revision of hm3 apical cannula ring inlet cannula, and a replacement of outflow graft.

Manufacturer narrative:
The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 13may2019. This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Section b5: the apical cannula and outflow graft replacement was reported in MFR#2916596-2019-00120. Manufacturers investigation conclusion: the hm3 IFU states bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.